Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the afl procedure, contact force was not displayed when the catheter was inserted into the patient. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.